Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation with essure sterilization procedure" on (B)(6) 2014 and device monitoring procedure not performed "she did not undergone for an essure confirmation test". The patient's medical history included uterine leiomyoma, abdominal pain and uterine bleeding. Current weight (B)(6). Concurrent conditions included body mass index normal and irregular menstrual cycle. Concomitant products included acetylsalicylic acid; caffeine; paracetamol (aspirin compound), docusate sodium, ferrous sulfate, ibuprofen, oxycodone hydrochloride; paracetamol (oxycodone and acetaminophen) and vitamins nos (multivitamins). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), libido decreased ("hormonal changes describe: low libido"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraine/ headache"), blood disorder ("blood or heart disorder/condition type"), cardiac disorder ("blood or heart disorder/condition type"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, libido decreased, vaginal haemorrhage, menorrhagia, migraine, blood disorder, cardiac disorder, dysmenorrhoea, fatigue, weight increased and vulvovaginal pain outcome was unknown. The reporter considered blood disorder, cardiac disorder, dysmenorrhoea, fatigue, libido decreased, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: in current pfs there is mentioned in outcome section (most, if not all symptoms) outcomes -(decreased). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Haemoglobin - on (B)(6) 2014: 7.6; on (B)(6) 2016: 11.1; on (B)(6) 2016: 9.2; on (B)(6) 2016: 6.5; on (B)(6) 2016: 8.7; on (B)(6) 2016: 11.7. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record :menorrhagia, libido decreased, dysmenorrhea. Vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2019: pfs received: case becomes incident, previously added injury nos was replaced with low libido & new events abnormal bleeding (vaginal, menorrhagia), migraine/ headache, blood or heart disorder/condition type, dysmenorrhea, fatigue, weight gain, pelvic pain, vaginal pain, she did not undergone for an essure confirmation test were added. Patient¿s demographic was added. Fu 2 and fu 3 were processed together. On (B)(6) 2019: medical records received: reporter information, lab data, medical history and concomitant drugs were added. New event ¿endometrial ablation with essure sterilization procedure¿ was added. Fu 2 and fu 3 were processed together. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation with essure sterilization procedure" on (B)(6) 2014 and device monitoring procedure not performed "she did not undergone for an essure confirmation test". The patient's medical history included condom (contraception) from 2009 to 2014, uterine leiomyoma, abdominal pain and uterine bleeding. Current weight 148 lbs. Concurrent conditions included body mass index normal and irregular menstrual cycle. Concomitant products included docusate sodium, ferrous sulfate, ibuprofen, oxycodone hydrochloride; paracetamol (oxycodone and acetaminophen) and vitamins nos (multivitamins). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), libido decreased ("hormonal changes describe: low libido/hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraine/ headache"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and vulvovaginal pain ("vaginal pain") and was found to have blood iron decreased ("blood or heart disorder/condition type: low iron") and weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and metrorrhagia ("metrorrhagia (bleeding between periods)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, libido decreased, vaginal haemorrhage, menorrhagia, migraine, blood iron decreased, dysmenorrhoea, fatigue, weight increased, vulvovaginal pain, abdominal pain and metrorrhagia outcome was unknown. The reporter considered abdominal pain, blood iron decreased, dysmenorrhoea, fatigue, libido decreased, menorrhagia, metrorrhagia, migraine, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: in current pfs there is mentioned in outcome section (most , if not all symptoms) outcomes -(decreased); concomitant medication includes: aspirin-acetaminophen-caffeine patient received treatment for- metrorrhagia (bleeding between periods). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Haemoglobin - on (B)(6) 2014: 7.6; on (B)(6) 2016: 11.1; on (B)(6) 2016: 9.2; on (B)(6) 2016: 6.5; on (B)(6) 2016: 8.7; on (B)(6) 2016: 11.7. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: menorrhagia, libido decreased, dysmenorrhea.vaginal haemorrhage". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received. New events added: metrorrhagia, abdominal pain. On 4-sep-2019: plaintiff fact sheet received. Event blood disorder replaced "blood or heart disorder/condition type: low iron. Follow up 5 and 6 processed together. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.